Event description:
It was reported through the litigation process that a vena cava filter was placed for pulmonary embolism prophylaxis. At some time post filter deployment, it was alleged that the device has not been removed after unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, filter retrieval was scheduled via right internal jugular vein. Multiple attempts were made using a micro puncture kit, to enter the right internal jugular or right external jugular veins. That was unsuccessful. Therefore, using the micro puncture kit, entered the right subclavian vein near the neck, and then placed a 6 french sheath, and advanced it a 0.038 wire into the inferior vena cava, and to the right common iliac vein. Then advanced a straight pigtail catheter over that. Venography was performed. Venography demonstrated patent of right common iliac in the inferior vena cava veins without lesions. The inferior vena cava filter was then placed; however, it appeared that the device was slightly tilted to the right. The tip of hook on the top of the filter was involved in the scar tissue. Contrast has not seen coming past the metal of the hook, as it appeared to be embedded in the wall with the scar tissue. Attempts were made to retrieve the device with a cone retrieval system by bard, and the standard retrieval system via. Cook. Then could not get the retrieval device to grasp the output because of the scar tissue. It was concluded not to proceed any further in attempts, and it would likely be unsuccessful. Therefore, the investigation is confirmed for alleged retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device is not available for return.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed for pulmonary embolism prophylaxis. Some time post filter deployment, it was alleged that a percutaneous removal attempt was unsuccessful. The current status of the patient is unknown.